Manufacturer narrative:
(B)(4). Date sent: 8/24/2020. D4: batch # t9594e. Investigation summary : the analysis results found that the er420 device was received with no damage in the external components. In addition, 2 scissored clips were received inside of a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. The event described could not be confirmed as the device was returned empty. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # t9594e. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric sleeve, the er420 scissored on approximately 15 clips. Doctor reported that he had five correctly placed clips. He stitched a couple of the areas that had misfired clips on the greater curve of the stomach. Surgery was not delayed due to the reported event. The doctor was able to finish without opening another clip applier. There were no patient consequences.